Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gastroplasty procedure, for the first firing, it was clamped and advance up to 2 cm then it stopped as it does not support the quantity and thickness of the tissue and it was not possible to complete the firing. New device was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.